Manufacturer narrative:
As noted, this event was discovered during annual inspection, with no patient involvement. While the device has been inspected, the investigation is still on-going. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
During an annual inspection of the evis exera ii duodenovideoscope, a gap was discovered in the adhesive on the distal end of the device. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where multiple defects were noted including the following: foreign material adhered to the forceps elevator; inside of the light guide lens was dirty; object lens was scratched; bending section glue was scratched; bending section was worn; coating of the insertion section peeled off; insertion section was scratched, kinked and loosened; insertion section was wrinkling; scope connection cover was scratched; switch button four keytop was worn; universal cord was scratched; angulations were insufficient; up/down & right/left angulation control knobs played; water removal ability from the object lens was poor; distal end cover was dented; light guide lens was chipped; light guide lens glue discolored; light guide lens discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.